Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a planned revision it was discovered that a creo screw was fractured in the patient.

Manufacturer narrative:
The device was unavailable for evaluation. Based on the details provided in the event evaluation form, the initial operation was an l4-s1 fusion completed in 2023 with creo threaded screws. On (B)(6) 2025, a revision surgery was conducted for an adjacent level fusion at l3-l4. During the revision surgery, it was noticed that the right s1 creo threaded 7.5x40mm screw was broken. It was also noticed that the left l4 locking cap was not in the screw head. It was stated that the patient took a fall after the initial surgery. The date of the fall is unknown. It was observed that the levels from the initial surgery (l4-s1) appeared to be fused. All available previous hardware was removed, and screws were replaced at l4 and l5. Additional screws were then placed at l3, and the surgery was completed. Due to the inability to replicate surgical conditions and forces experienced by the screws post-op, the exact cause of the failure cannot be determined. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. The following sections were updated for this supplemental report: b4, g6, h2, h6, h10.

Event description:
It was reported that during a planned revision it was discovered that a creo screw was fractured in the patient.